Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warmer had an intermittent over-temperature alarm. The event occurred during infusion. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the customer reported issue of "the device was intermittent over-temperature alarm; tubing failing to heat or show fluid flow despite display reading 40 degrees" was confirmed by functional testing. The cause was the pump was overheating while trying to circulate the water and a loose potentiometer on the printed circuit board (pcb), the pcb was damaged. Faulty pump and out of calibration. No action was taken, and the device was scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.